Manufacturer narrative:
Manufacturer's report date: 11/18/2011. (B)(4). The customer's report of an over infusion of potassium chloride could not be definitively confirmed. Data from the associated pc unit was reviewed for the time period in question. According to the log, the potassium chloride infusion was originally programmed on pump module sn (B)(4), however after numerous air in line alarms, the pump module was removed from the pc unit and replaced with a pump module sn (B)(4) and the potassium chloride was reprogrammed and restarted. The new pump module also experienced numerous air in line alarms but the infusion was eventually started and ran for approximately 55 minutes at 55.5 ml/hr before alarming for air again and being shut down by the user. Total volume infused on the two pump modules was logged as 56 mls. It could not be determined from the log review what actions were taken by the user to remove the air from the line. It is possible that while removing the air from the line the user opened the flow stop and allowed for some uncontrolled flow. Inspection of the pump module found it to be in good working condition with no anomalies noted. Inspection of the disposable set did note the presence of crush marks on the lower ring of the upper fitment. Testing on the pump module with the incident disposable set loaded properly found the system to be delivering fluid within specifications. The root cause of the customer's reported over infusion was not determined.

Event description:
During a site visit, a (B)(4) employee was informed of an over infusion event. The patient was to receive potassium chloride 20meq in 100ml (total volume was 111ml) over 2 hours. The nurse had programmed the pump to infuse at 55.5ml/hr but the bag was found empty about 30 minutes later. Volume infused was 56.5. She stated that the infusion was given in the primary mode. Medication bag label indicated kcl 20meq lidocaine 10mg and 0.0 percent nacl for a total volume of 111ml at a rate of 55.5ml/hr over 2 hours. There was no harm to the patient and no medical intervention was required.